Manufacturer narrative:
Based on the claim against the product by the customer noting unintended energy discharge, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the mcs tip cover accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was damaged and had holes. The specific area of the damage was unable to be specified. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the user observed that the monopolar curved scissors (mcs) tip cover accessory had 2 holes. Initial reporter confirmed no issue with the mcs instrument. The user removed the mcs instrument and replaced the mcs tip cover accessory. The procedure was completed using the same mcs instrument with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use with no damage noted. The mcs tip cover was properly installed using the installation tool but part of the orange surface was visible after the tip cover installation. There was no mcs tip cover installed beyond the orange surface. The thermal damage was first noticed intraoperatively by the hospital staff. There was no instrument collision and no arcing observed on the mcs instrument. There was unintended energy discharge observed when the staff was using an energy instrument and the generator was set to coag. A maryland bipolar forceps (mbf) instrument was in use together with the mcs instrument when the event occurred; however, information regarding the maryland bipolar forceps information was not provided by the customer. A grounding pad was in use and placed on the patient with no issues/defects appearing on the grounding pad.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged tip cover, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have thermal damage between the distal and proximal end. The mcs tip cover exhibited localized melting, which is indicative of arcing. Further observation found that the tip cover had tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measured 0.153" in length. There are no signs of thermal damage present at the end of the tear. Additionally, the tip cover was found to have a gouge at the middle or between the distal and proximal end of the tip cover. The gouge is not aligned with the tip cover and measure from 0.047" to 0.075" in length. There is no sign of thermal damage present at the end of the gouge. The complaint regarding a damaged tip cover was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h10/h11 for follow-up information.